Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.(B)(4).we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure the clips were misaligned and scissoring. The clips were falling out of the device. The case was completed with another device of the same product code. There were no patient consequences reported.